Event description:
It was reported that (1) tlc75 and (1) tx60b were used during a sigmoid colon resection procedure. It was reported by the rep that the first firing of the tlc75 was fine. Subsequent firing were not hemostatic and required over sewing. This added fifteen minutes to the procedure. Tx60b staple line bleeding at each end and had to be oversewed as well to complete the case.